Event description:
It has been reported to philips that during a cardiovascular procedure, while using stentboost live, an image of a previous balloon position was shown instead of the actual position. The procedure was completed after the image was repeated. There was no harm to the patient.

Manufacturer narrative:
Stentboost live is a software medical device that enhances visualization of stents in coronary vessels. It supports the physician in placing and deploying stents and is used in combination with a philips interventional x-ray system. Due to a software defect, the philips stentboost live r2.0 might not process x-ray images of the current run but instead it may show an image processed in a previous run. Philips has initiated a medical device correction (2021-igt-bst-027) to correct this software defect.

Manufacturer narrative:
Corrected data: philips has initiated a medical device correction (2021-igt-bst-033) to correct this software defect. Stentboost live is a software medical device that enhances visualization of stents in coronary vessels. It supports the physician in placing and deploying stents and is used in combination with a philips interventional x-ray system. Due to a software defect, the philips stentboost live r2.0 might not process x-ray images of the current run but instead it may show an image processed in a previous run.

Manufacturer narrative:
Patient information (date of birth and age) were added.